Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized and admitted to the intensive care unit due to diabetic ketoacidosis and blood glucose (bg) level of 1300mg/dl. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2022 with no permanent damage. During a system check, it was discovered that the customer was using lantus insulin with the pump supplies. Subsequently, the customer clarified that novolog was used with the pump supplies. The customer was educated regarding cartridge/insulin labeling. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.